Event description:
The customer stated that he was hospitalized three times due to hypoglycemic seizures. The customer stated that each event happened at 2:00 am. The customer's doctor has adjusted his basal rates, but he has continued to experience nighttime hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer is disconnected during priming. The customer stated that insulin normally shoots out during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.